Event description:
Pt required hospitalization after a snare was unable to cut through a polyp using cautery. The snare became embedded in the polyp and the snare could then not be removed from the pt. Pt required surgery. Diagnosis or reason for use: 35mm polyp.